Event description:
The patient underwent total knee replacement on the first in 2001. Pre-op flextion contracture was 50 degrees, post op rom was 0-130 degrees. The surgeon performed the partial cement technique. Post operative alignment, ligament balance, ossein did not indicate a problem. In 2004 the surgeon found a reactive line around the keels by x-rays. In 2005 the surgeon performed the revision surgery.